Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had e102 error and backup lamp activated. The issue was found during an unspecified diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm